Manufacturer narrative:
Retainer ring =¿clear. Customer returned insulin pump for an alleged stuck button alarm found on nov 23, 2021. Device passed the displacement test and self test. All buttons function properly. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on nov 23, 2021 at 15:49 and 16:18. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, retainer ring damage was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, battery tube threads cracked, broken belt clip rails, serial label damage, cracked retainer, cracked reservoir tube lip, partially detached retainer, cracked keypad overlay and minor scratches on lcd window. In summary customers alleged unresponsive keypad was not confirmed by testing. Device passed keypad voltage test as well as self and displacement test. Additionally, retainer ring damage noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button issue. The customer stated ok button and arrow down button was unresponsive and had to press down firmly several times to get the response. The customer also stated that numbers were not ramping up on their own and scroll bar was not moving with no input. Customer was able to access the menu screen. Customer changed the battery, but buttons were still unresponsive. No harm requiring medical intervention was reported. The insulin pump was replaced will be returned for analysis.